Manufacturer narrative:
The customer's complaint of a bulge in silicone segment could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the user noticed a bulge in the silicone segment during an unspecified infusion in the operating room. The rn observed that the set was incorrectly inserted into the device that caused the bulge. A new tubing was issued without further issues. There was no report of patient harm.